Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedure was being performed on a female pt in the ICU. During placement, the sheath fractured and required maneuvers to remove the part remaining. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome is okay. F/u info received on (B)(4) 2012, states the piece was removed from the pt without complications. No surgical intervention was required. The catheter was able to be left in the pt and used successfully.